Manufacturer narrative:
The device, which was not used in a procedure, was not returned for evaluation. Visual inspection and functional testing could not be performed. A relationship, if any, between the device and the reported incident could not be confirmed. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review was performed and showed other related failures. Factors that are known to contribute to the alleged fault/failure may include a material failure. If the product is returned in the future the complaint can be reopened and evaluated. No further investigation is required.

Event description:
It was reported that during the surgery when the package was opened the bandage was found damaged and broken when it was stretched. No patient injuries or delay reported. As the information received the procedure was completed using a hospital bandage. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.